Event description:
A customer contacted haemonetics on (B)(6) 2009 to report their orthopat machine was not being used and they wanted to return it. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report their orthopat machine was not being used and they wanted to return it. No operator or donor injury was reported. Upon evaluation of the returned unit a major blood spill was noted causing damage to several components. As a result, the power supply was replaced along with various other components. The machine was then ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).